Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm aortic cutter was bent . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint: (B)(4). Autonumber # (B)(4). The aortic cutter device was returned to the factory for evaluation. There were signs of clinical usage no evidence of blood observed the safety lock on the cutter was disengaged and the actuation button was fully depressed. There were no signs of tampering to the device. The needle at the tip of the cutter was observed to be bent. The actuation button was depressed approximately 1 inch inside the tool. No other visual defects were observed. A mechanical evaluation could not be conducted as the device was returned with the actuation button dis-engaged and a fully deployed needle. Based on the return condition of the device and the evaluation results, the reported complaint was confirmed for the reported failure mode "material twisted/bent; needle".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm aortic cutter was bent . A replacement device was used to complete the procedure. The hospital did not report any patient effects.